Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, a slit was found on the inflation line. The customer indicated that there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. Inflation/deflation testing performed found the cuff deflated immediately. Visual inspection performed confirmed a broken inflation line. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. Correction: (name, email), (phone#),. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.